Manufacturer narrative:
(B)(4) date sent to FDA: 04/15/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6 h3 analysis summary: visual analysis of the returned sample determined that twenty-four unopened samples of product code epm8738 were received for evaluation. Visual inspection of unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not received for evaluation. H6 component code: g07002 - device sample from same lot a manufacturing record evaluation was performed for the finished device lot number qgbbdq /epm873819, and no non-conformances related to the reported complaint condition were identified. (B)(4) date sent to FDA: 04/15/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, d4.

Manufacturer narrative:
(B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no further information is available. Patient¿s current status? No further information is available. Could you please confirm how many devices presented the issue of needle pull off? No further information is available. How was the procedure completed? No further information is available. Device return status/follow up we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported in 2210968-2021-01651.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2021 and suture was used. During anastomosis by continuous suturing, the needle was detached from the suture. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.